Event description:
The customer questioned a positive result for the prism hbsag confirmatory test when tested a patient sample (donor) for another lab where the donor sample had already been tested repeat reactive with the prism hbsag reagent. The donor had always been negative for this assay. No impact to patient management was reported.

Manufacturer narrative:
Patient identifier : (B)(6). (B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
Product evaluation was completed in order to investigate this issue. An analysis was performed for the field data reported to the prism metrics database for abbott prism (B)(4) reagent lot 25176m501. A total of (B)(4) samples had been tested across multiple customer sites at the time of the review. The overall initial and repeat (B)(4) rates were calculated to be 0.03% and 0.01%, respectively. These initial and repeat (B)(4) rates were less than the abbott prism (B)(6) package insert. As a result, the lot in question is meeting labeling claims for clinical specificity. Quality records were reviewed to determine if other customers had experienced similar issues that might warrant further investigation. The reviews did not show any unusual activity related to this issue. Based on the evaluation results, no product deficiency or malfunction were identified and the product is performing as expected.